Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lotserial#/: (B)(4), product type: lead, ubd: 25-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having problems and hasn't heard back from the manufacturer representative (rep). The problem the patient was having was not specified but it was noted that the patient was not feeling well. It was also reported that the patient would like to get the device checked and doesn't feel like the device currently has been working properly. The patient believed having the same feeling as when previous ins failed. Furthermore, it was reported that the manufacturer representative (rep) was able to get in touch with the patient. The rep reported that the patient had urine more yellow than usual and had back pain. The patient does motocross but hasn't done it since the revision. It was noted that the device will be interrogated on (B)(6) 2018. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot# va1nlsb, product type: lead. The main component of the system, other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-jan-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative and confirmed with the healthcare professional (hcp): the cause of the patient's report that the device was not working properly was not determined; there were no impedance issues. Actions taken included changing the programming and they hcp wrote a prescription for a lidocaine patch. There were no further complications reported or anticipated.